Event description:
This notification is being reviewed due to a user of ds2adv auto CPAP with an allegation of ds2 has burning smell. There was no serious patient harm or injury. There was no medical intervention reported. During the evaluation of the device, the third-party service center visually inspected the device and confirmed the allegation of burning smell, as there is evidence of humidifier heater plate epoxy degradation. Error code 1 was also logged.